Event description:
It was reported that during the implant procedure, the lead threshold was high and other parameters were not ideal. The lead was explanted and inspected. The physician suspected the bending of the lead's front end was abnormal. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.